Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module vision acquisition (pmva) and core to instrument control box (icb) cable to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the pmva involved with this complaint to perform failure analysis. The core to instrument control box (icb) cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, e-100 generator was not working. The customer called technical support after issue and when the procedure was finished. The technical support engineer (tse) reviewed the logs but found no errors. Caller stated that they tried to use two synchroseal instruments, but the problem was the same. The procedure was completed as planned with no reported injury with delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic surgery continued without the use of the e-100 and synchroseal, the procedure was completed using the harmonic instrument. The technician replaced the e-100 to personality module vision acquisition (pmva)'s serial cable and the pmva board the next day.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personal module audio/video (pmva). It was analyzed and found to have e-100 failure. The unit was installed into the system and tested with e100. It failed; the system did not communicate with e100. The complaint regarding e-100 not working was confirmed based on failure analysis.